Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, there was one (1) tube that had the stopper pulled out of the tube by the non patient needle of the holder. The sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows a tube lying on its side but does not indicate the reported failure mode. Additionally, a total of 100 retained samples were visually inspected with no issues identified. Furthermore 10 retained samples underwent functional tests, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pullout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, there was one (1) tube that had the stopper pulled out of the tube by the non patient needle of the holder. The sample was recollected and no adverse impact was reported regarding the patient or user.